Event description:
It was reported that the insulin pump had an intermittently responsive up arrow button and scrolling numbers without having been prompted. The caller stated that the up arrow button sometimes got stuck and that the insulin pump alarmed button error eventually. The blood glucose reading was 9 or 10 mmol/l. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No stuck buttons or button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.